Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited loss of capture. During the lead revision procedure, an insulation anomaly was noted on the lead. The lead was capped and replaced. The patient was fine and was discharged.